Manufacturer narrative:
UDI for gore® dry seal flex introducer sheath dsf (18/33): (B)(4). The review of the manufacturing records verified that the lots involved in this event met all pre-release specifications. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2018, the patient presented with an abdominal aortic aneurysm that was intended to be treated with gore® excluder® aaa endoprostheses. It was stated that it was tried to advance an 18fr gore® dryseal flex sheath through a highly calcified and stenosed external iliac artery, resulting in the perforation of the vessel. Therefore, the patient was immediately converted to open procedure. It was mentioned that due to the high calcified access vessel the case was outside of the gore® dryseal flex sheath instructions for use (IFU).